Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The root cause is unknown. The device was calibrated, and preventative maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The probable cause of the reported error is the wifi module.

Event description:
It was reported that the device is giving an error for "wireless module intermittent connection to pump." Per reporter, the alarm seems very random but only came on when connected to the ac power supply. Reporter stated that when not connected to ac power supply, the unit simply shuts down with no alarm. All connections were clean, and the plastic contact covers were removed between the communication and the pump. There was no patient involvement, and no adverse event reported.